Manufacturer narrative:
Analysis found external abrasion was noted breaching the outer insulation at 27.7-28.2 cm from connector pin consistent with friction to another device or feature of patient¿s anatomy.

Event description:
It was reported the patient was experiencing pre-syncope. Upon interrogation, noise was perceived on both the patient¿s right atrial lead and right ventricular lead. The noise was determined to be inhibiting right ventricular pacing. On (B)(6) 2018 both leads were explanted and replaced. The patient was reported to be in stable condition.